Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a thrombectomy in the basilar was performed and subject retriever was used for procedure. Patient mrs (modified rankin scale) score before onset was noted to be 3 and aspects (alberta stroke program early CT score) was 10. After the first pass performed with subject device, mtici (modified treatment in cerebral ischemia) increased from 0 to 2b temporarily but final mtici returned to 0. Vessel dissection and vessel perforation occurred during procedure. Vessel dissection was allegedly related to the subject stent retriever, whereas vessel perforation was not related to the subject stent retriever. There was no device malfunction reported during procedure. 7 days post procedure, mrs was 6 and the patient passed away due to subarachnoid hemorrhage (sah) which had developed before the procedure and caused basilar infarction. In the physician¿s opinion, the patient¿s death was caused by worsening of the disease (cerebral infarction).

Manufacturer narrative:
Information received on 19-jan-2021 clarified that subject device was not used for procedure. Since there was no reported malfunction of the device that could have caused or contributed to the reported event, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with the new awareness date of on 19-jan-2021. In addition, the device did not cause or contribute to any adverse event. Nor was it related to a malfunction or deterioration in the characteristics or performance of the device or labeling issues. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that a thrombectomy in the basilar was performed and subject retriever was used for procedure. Patient mrs (modified rankin scale) score before onset was noted to be 3 and aspects (alberta stroke program early CT score) was 10. After the first pass performed with subject device, mtici (modified treatment in cerebral ischemia) increased from 0 to 2b temporarily but final mtici returned to 0. Vessel dissection and vessel perforation occurred during procedure. Vessel dissection was allegedly related to the subject stent retriever, whereas vessel perforation was not related to the subject stent retriever. There was no device malfunction reported during procedure. 7 days post procedure, mrs was 6 and the patient passed away due to subarachnoid hemorrhage (sah) which had developed before the procedure and caused basilar infarction. In the physician¿s opinion, the patient¿s death was caused by worsening of the disease (cerebral infarction). Update information: additional information provided on 19-jan-2021 clarified, that the subject stent was not used during the procedure. There was no reported malfunction of the device that could have caused or contributed to the reported event.